Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of low voltage advisory alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 16 days (05nov22 ¿ 21nov22 per time stamp). From 06nov22 at 18:41 to 16nov22 at 05:11, while the controller was connected to batteries and the mpu, there were intermittent low voltage advisory alarms that activated due to rsoc voltages fluctuating outside the expected voltage range on both cables. The alarm cleared shortly after each time and did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot low voltage advisory alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Device history records could not be reviewed due to the serial number of the mpu being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log files showed abnormally low voltage readings while using the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.